Event description:
Info received indicates the composer interface circuit board power light is out and the circuit board is corroded.

Manufacturer narrative:
The tech replaced the composer interface circuit board to repair the bed.